Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 814:09 was confirmed by baxter personnel during product evaluation. The root cause was assigned to a faulty pump head module b (phm). The phm b was replaced to correct this condition. This involved an unremediated infusion pump with user interface module master software version 5.04.00. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a colleague infusion pump with failure code 814:09 on channel b. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the intensive care unit. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.